Manufacturer narrative:
Only the empty lens carton was returned with the packaging inserts. The lens, lens case, and peel pouch were not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The root cause could not be determined for the reported complaint. The iol was not returned for an evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported via reply card with a description of cracked intraocular lens (iol) by technician during loading which was noted after insertion into the eye.